Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6)1900 for the MDR submission requirement. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article that sometime post a dialysis catheter placement, of forty-five patients, nine patients were reportedly expired, where three died due to catheter related blood stream infection associated with sepsis and six died due to causes unrelated to the catheter.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: manufacturing review: a manufacturing review was not requested as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The report came from an article, which was reviewed. The article described 3 patients who died due to catheter related blood stream infection (crbsi) associated sepsis. Due to lack of supporting information / samples, these events cannot be confirmed. A definitive root cause for the reported infection/sepsis and patient death could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. H10: g3, h6(method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article that sometime post a dialysis catheter placement, of forty-five patients, nine patients were reportedly expired, where three died due to catheter related blood stream infection associated with sepsis and six died due to causes unrelated to the catheter.